Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device will not run and stopped in the middle of the case. It is known that the device was used during surgery. It is unk if injuries or medical intervention were reported. There was no add'l info provided.